Manufacturer narrative:
Pump passed the sleep current measurement, active current measurement. Pump received with normal operating currents, no unexpected power loss alarms noted during testing. Pump alarmed pump error 38 during the rewind sequence. Motor was locked in home position and unable to rewind or seat; problem isolated to the motor assembly. Unable to perform the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test due to motor anomaly. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump is shutting down. The customer's blood glucose was unknown at the time of incident. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.